Manufacturer narrative:
The cause for the difficulty reported could not be reliably determined as the examination of the subject device was inconclusive.

Event description:
The device was used for demonstration. The clips were ejected prematurely.